Event description:
Device malfunction: difficult to remove and bent vessel locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the starclose device was difficult to remove from the patient anatomy. The clip was fired; however, did not achieve hemostasis. The device was removed using counter-traction and assertive pull. Once the device was removed the vessel locator wings were found to be bent. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.